Event description:
It was reported that the patient's lead had high impedances (>10,000 ohms) on all electrodes. The patient had a precipitating event that led to the fracture of the lead. Her neck was manipulated significantly by another individual and she immediately noticed a loss in effective therapy (less than 50% therapy relief) at the lead location. The lead was located in the cervical region and required surgical intervention on (B)(6) 2012 to replace it. The patient outcome was alive - no injury/no adverse event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot# v383745, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 37752, serial# (B)(4), implanted: 2009 (B)(6), product type recharger, product ID 37743, serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID 37082-20, serial# (B)(4), implanted: 2009 (B)(6), product type extension, product ID 3708160, serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).